Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. All available information was investigated, the reported clip caught on chordae, resulting in foreign body in patient, appears to be related due to user technique/procedural circumstances. The reported patient effect of failure to retrieve mitraclip ntr system component, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report the clip was caught and then deployed on the chords. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced however became caught in the chordae and could not be removed. The clip was deployed with as much chordae and mitral valve leaflets as it could grasp. Another clip was deployed, reducing the mr to 1+. There was no clinically significant delay in the procedure. No additional information was provided.